Event description:
It was reported that the device was used during a colon resection. It was reported by the rep that the ecs33 misfired. A piece appears to have broken off but was not located. No further info is available at this time.